Event description:
A vague report was rec'd that the pump was programmed at 8 ml/hr and the infusion rate changed to 80 ml/hr "without human intervention". No add'l clinical info was rec'd. No specific pt info was rec'd.